Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected possible false bradycardia episodes due to possible intermittent undersensing and possible loss of gain on the electrogram (egm) signal. The icm remains in use. No patient complications have been reported as a result of this event.